Manufacturer narrative:
Exact date of event is unknown; (B)(6) 2019 is the date the literature article was published. This report is for an unknown pfna-ii construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: wang, q. Et al (2019), management of low-energy basicervical proximal femoral fractures by proximal femoral nail anti-rotation, orthopaedic surgery, vol. 11 (6), pages 1173¿1179, (china). The aim of this retrospective study is to elaborate their understanding of basicervical proximal femoral fractures, including the definition and treatment of basicervical proximal femoral fractures, and to evaluate clinical and radiological outcomes of proximal femoral nail anti-rotation (pfna-ii) devices and prove that pfna-ii is effective in the treatment of basicervical proximal femoral fractures. Between january 2013 to february 2017, a total of 52 patients (13 male and 39 female) with a mean age of 75.1 years (range, 63¿91 years) were included in the study. Surgery was performed using a helical blade cmn system (depuy synthes pfna-ii asian). Only 49 patients were included in the analysis. The evaluation intervals of all patients were similar (immediately after surgery, at 6 weeks, 3 months, 6 months, 1 year, and 2 years postoperatively). The mean follow-up time was 22.5 months (18.5, 23.9, and 21.2 months, respectively). The following complications were reported as follows: an (B)(6) year-old female patient had symptoms of excessive telescoping. This report is for an unknown pfna-ii construct. This is report 3 of 3 for (B)(4).